Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (230-574 mg/dl). The customer thought the cause of the high bg may be due to a sickness and due to the pump not working correctly, during troubleshooting with tandem customer technical support (cts), the time on the pump was found to be incorrect. The time had not been changed when daylight savings occurred. Cts assisted customer with correcting the time. Correction boluses, exercise and water were used to address the high bg.